Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported loss of mechanical ventilation due to battery failure. There was no patient involvement.

Manufacturer narrative:
Per additional information received the battery was not faulty, the battery failed because the user did not have the unit plugged in to charge the battery. This is a use error. There was no reportable malfunction. H3 other text: per additional information received the battery was not faulty, the battery failed because the user did not have the unit plugged in to charge the battery. This is a use error. There was no reportable malfunction.